Event description:
Additional information was received that, on (B)(6) 2021, patient was reprogrammed with the left side lead and effective therapy for original target pain pattern was established. Afterward on (B)(6) 2021, to cover new pain, surgery occurred to explant and replace the right side lead.

Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00997. It was reported that the patient slipped and experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of the right-side lead. X-ray confirmed that the lead is possibly fractured. Surgery may occur to address the issue. It is unknown which lead is the right-side lead so both leads are being reported.